Manufacturer narrative:
Concomitant products: etlw1624c93e stent graft, implanted: (B)(6) 2013; etlw1613c93e stent graft, implanted: (B)(6) 2013; e nbf3616c145e stent graft, implanted: (B)(6) 2013.

Event description:
It was reported that the patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.